Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Additionally, it was reported that the battery gauge was fluctuating. Customer resumed insulin delivery. Customer¿s blood glucose level was 320 mg/dl.